Manufacturer narrative:
The device screw has been discarded.

Event description:
The dentist reported, the screw fractured. The implant remains placed.

Manufacturer narrative:
The screw was not returned for evaluation and no other confirmation mechanism of the event reported was provided by the customer. The drill was returned for evaluation. The instrument was not fractured. However, some damage was observed on the drill. Also, what appeared to be rust or corrosion was observed. Based on returned product evaluation and the fact that the screw was not returned, the fractured condition cannot be confirmed. The device history record for the screw could not be reviewed as no lot number was provided. A definitive root cause has not been determined.